Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that the patient turned the communicator on first and the handset showed "connecting", but wasn't connecting. Patient services reviewed general use of the communicator and handset. Patient services had the patient power off the communicator and then power it back on and then tap on "resync". The patient stated that the handset got to 90% and then just stopped and has done this since they got it. Patient services was reviewing data and how to delete data, but the call was disconnected. Additional information received on 2025-12-26 indicated that the patient was having trouble connecting to the myptm application and was getting stuck at 90%. Patient services reviewed data and assisted in deleting data. The patient then tried connecting and was able to connect without any further issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.